Event description:
Patient seen in clinic on (B)(6) 2024 for battery/clip evaluation due to concern for low voltage advisories. Equipment evaluated with one clip noted to have a bent contact. Debris also noted in clips. Clips replaced.